Manufacturer narrative:
(B)(4). Could not removed the valve at the end of the lead. The analysis on this device is pending.

Event description:
During the implantation procedure, the valve over the end of the lead could not be removed. Therefore, the lead was not implanted.